Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the trial worked well for them but the implanted system was never effective for them. Patient also reported that right after it was implanted they started to experience pain on their left side and it still hurt when they got up and walked a lot even with therapy turned off. Patient reported they implanted a new lead on the opposite side on 11/06/2024. Patient noted the old lead was still in the body and they wish to have it along with the ins removed. They have already discussed these wishes with managing physician but have no current date set for removal.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2v6sm implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.